Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4)

Event description:
Same case as MDR ID#: 2134265-2018-06008 and 2134265-2018-06462. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During the procedure, the physician was unable to pullback due to badly handled or dropping on the floor, the slide was broken during the first diagnostic on site. Retractors were also used until it wears out mechanically. No patient complications were reported.